Manufacturer narrative:
The information contained herein is based on the information provided. No sample was received for investigation and evaluation. It was reported that the pump was filled to only 200ml fill volume. The nominal fill volume for this pump is 400ml. The directions for use (dfu) (pns 1305120 and 1605121) contain a caution that states "do not underfill. Underfilling the pump may significantly increase the flow rate. Filling the pump less than nominal results in faster flow rate." The directions for (dfu) (pn 1305118) states: "4. Do not fill less than minimum or exceed maximum fill volume." Additional information provided for this complaint indicated that the red tab in the bolus may not have been removed prior to use. The dfu (pn 1305121) states: warning: red tab must be removed before use. If red tab is not removed before use or breaks while removing, bolus button will not work and flow rate may increase significantly above the total flow rate." Total flow rate refers to bolus + basal. The best evidence indicates that the condition of the red tab bein left in the bolus, along with the underfilled pump, most likely caused the fast flow reported. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Pump emptied in 2 hours instead of 50 hours. Patient not given a bolus from the pump. Information received indicates that the red tab was not removed from the bolus prior to use. Patient experienced paraesthesias on right side 2 hours after epidural. Saf reduced to 2ml/hr. About 2 hours later patient felt anesthetized to the level of th4. Pump was stopped (saf set to "0"). About 4 hours later, patient had breathing trouble, and a pump was found to be empty. Saf at 4ml/hr. Fill volume 200ml. Product expired 7/28/2009, but was used (B) (6) 2009.